Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device was making a "loud noise coming from the fan housing". The device was being used during a procedure. No pt or user injuries were reported. There was no additional information provided.